Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. H3- evaluation summary one delivery system was returned to medtronic for evaluation. The capsule was not returned for investigation. The delivery system was investigated visually for external damage. The delivery system was bent under the plunger, but the plunger was not broken. The emergency release on the delivery system was not implemented. The wire that holds the capsule was completely off and the foam gasket was in good condition. The delivery system did not have any visible damage. As the product was received, the device functioned per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Per FDA request, this report was electronically resubmitted. It was reported that the capsule failed to attach to the patient's esophagus. The capsule fell in to the stomach, checked with a scope but did not retrieve the capsule. The patient was not harmed.